Event description:
A flexima apdl was placed for treatment of renal stone disease. After approximately three months of shockwave lithotripsy, it was decided to perform percutaneous nephrolithotomy (pcnl). The locking pigtail catheter was used for initial access to the renal collecting system with subsequent balloon dilation of the track. There is no record or recollection of difficulty in removing the drain at the time. A subsequent procedure two weeks later successfully removed all stone from the kidney. Five years later the pt underwent a further pcnl for recurrent stone at which time a string or calculi was found on a nylon suture protruding from a calyx into the renal collecting system. Allegedly, this suture was not removed at the time of the previous catheter removal or placement.